Event description:
A malfunction was reported on the pump with code malf 12, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer did not have her charging supplies, so technical support provided pump reset information and assisted with resetting the pump.